Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels (48 mg/dl). Reportedly, the customer requested more insulin than needed for the amount of food consumed. Customer addressed low bg levels with juice.